Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation of tube with essure coil'), device breakage ('received also in the same container are four cores ranging in length from 0.7 up to 10 cm in length, consistent with essure coil'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: human papilloma virus infection, dyspareunia, menorrhagia, urinary tract infection, depressive disorder and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils and novasure ablation, d&c). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage and psychological trauma outcome was unknown. And the pelvic pain and genital haemorrhage had resolved. The reporter considered device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage, fallopian tube perforation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: events added: perforation of tube with essure coil, received also in the same container are four cores ranging in length from 0.7 up to 10 cm in length consistent with essure coil. Reporters information and medical history were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation of tube with essure coil'), device breakage ('received also in the same container are four cores ranging in length from 0.7 up to 10 cm in length, consistent with essure coil'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: human papilloma virus infection, dyspareunia, menorrhagia, urinary tract infection, depressive disorder and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils and novasure ablation, d&c). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage and psychological trauma outcome was unknown. And the pelvic pain and genital haemorrhage had resolved. The reporter considered device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage, fallopian tube perforation. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly. No signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case became serious incident. One event was updated from injury nos to pelvic pain & new events- abnormal bleeding, psych injury were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.